Event description:
Reported blood glucose results of 103 mg/dl, 34 mg/dl, 73 mg/dl, 47 mg/dl, 128 mg/dl, 152 mg/dl, 166 mg/dl, 112 mg/dl, 97 mg/dl and 105 mg/dl with a lifescan meter, performed within 11-20 minutes of each other.